Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a deviation during a scan <(>&<)> plan single level revision case for l3. The surgical system was mounted to the patient using a schanz pin placed in the right psis connected to the schanz arm. The surgeon placed screws on the right side and then the left. The l3 screws were 8-10 mm inferior to plan. The surgeon moved to the next trajectory and the same issue occurred. The plan was adjusted, but the same inaccuracy was seen. The inaccuracy was found by registering the patient with the navigation system. The surgeon decided to abort the use of the guidance system and complete the case with navigation. There were no issues with skiving or surgical pressure. The manufacturer representative believed the issue was with registration. There was no patient harm and the procedure was delayed less than an hour.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. No parts were returned for product analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.